Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the device may have broken after surgery.

Manufacturer narrative:
Correction: b1 update: b5, h6 the reported event is considered as confirmed. The implanted plate was positioned pointing to the left side, contrary to the manufacturer's instructions, which specify it should point to the right. This off-label use may have compromised the plate's integrity, especially if it was implanted upside down, as improper screw insertion can damage the plate and reduce its stability. This likely contributed to the plate's breakage observed in the follow-up x-ray. The use of the cutter in this context is also considered off-label. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.

Event description:
It was reported that the device has been broken after surgery. The plate was used as off-label use.